Manufacturer narrative:
(B)(4). The biosense webster failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and reddish material was found at the pebax area. The pebax was found damaged. Per this condition, a scanning electron microscope (sem) testing was performed over the damaged area of catheter and it was found that the pebax external surface presented evidence of scratches and a puncture damage induced by an unknown object. An internal corrective action has been opened to investigate the pebax damage. The catheter was evaluated for screening test and force calibration check and the catheter passed both tests. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was working properly. The force sensor values were found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a force issue cannot be confirmed. An internal corrective action has been opened to investigate the damaged pebax on the smart touch.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and the biosense webster failure analysis discovered during the inspection of the returned catheter that the pebax was damaged. Initially, the contact force value of the smart touch bidirectional catheter was displayed 'na' continually on the dashboard during the procedure. Zeroing was conducted several times but the issue continued. The issue was resolved by changing the catheter. The procedure was completed without patient consequence. The most likely consequence was an intraprocedural delay. The potential that it can cause or contribute to an adverse event was remote. Therefore, this issue was assessed as not reportable. The biosense webster failure analysis lab discovered during the inspection of the returned catheter on october 25, 2015 that the sensor sleeve (pebax) was damaged causing it to stick up allowing reddish brown material to go inside the pebax about 1.8mm from distal side of ring #2. Additional information received stated that there was no difficulty experienced while maneuvering the catheter or during the withdrawal. Since there was damage to the pebax integrity, this issue has been assessed as reportable. The awareness date is october 25, 2015.